Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024 and there are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.